Manufacturer narrative:
It was reported that the patient has laxity. A revision surgery is planned to exchange the poly inserts. The patient will also receive a patella implant during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity. A revision surgery is planned to exchange the poly inserts. The patient will also receive a patella implant during the procedure.